Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical investigation concluded that based on the limited information provided the root cause of the reported tip breakage cannot be determined. The tip is made of 17.4 stainless steel which is not implantable alloy; therefore, the patient impact beyond possibility of micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. Per report, the procedure completed with a backup device, with no delay or injury. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, while tightening a screw, the tip of the driver broke off. Procedure continued with a backup device from smith and nephew, without a delay or an injury.